Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total knee arthroplasty in the 1990's. Subsequently, the patient was revised on an unknown date in 2001 due to unknown reasons. The patient was again revised on (B)(6) 2015 due to instability. The patella was resurfaced and the tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient underwent left total knee arthroplasty in the 1990's. Subsequently, patient was revised on (B)(6) 2015 due to instability. The patella was resurfaced and the tibial bearing and locking bar were removed and replaced.